Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-47604. It was reported that the patient presented in clinic experiencing pain and swelling at the implant site. Upon review it was noted that the patient developed an infection. The pocket and surrounding areas were swollen and discolored with drainage of pus. The patient was admitted and scheduled for a system extraction. The device and rv lead were explanted. The patient was in stable condition post-procedure.